Event description:
The customer reported that she smells insulin in the reservoir chamber, but she is unsure if insulin leaked past the o-rings. The blood glucose reading was 290mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage or air bubble anomalies noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.